Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.4-11.9cm, 34.8-35.7cm, and 37.8-38.0cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations. (B)(4). (B)(6).